Event description:
It was reported that the competitor's loop recorder, originally implanted in the left chest, was extracted due to infection, and the device was noted to be sticking out of the patient's chest. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).